Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up, the device had received an alert for a ventricular tachycardia event that could not be retrieved in the download. The estimated device longevity was incorrectly reported to have prematurely depleted from a stable measurement. It is likely the issue is with the battery curve. Device replacement was recommended. No further information is available.